Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was also received with stained and fading serial number label and damaged and fading end cap address label.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. The customer also stated that the insulin pump had a scratches and serial number on the back was worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.